Manufacturer narrative:
Concomitant medical products: product ID: neu_interstim_ins, lot# unknown, product type: implantable neurostimulator. Product ID: neu_unknown_lead, lot# unknown, product type: lead. The main component of the system. Other relevant device(s) are: product ID: neu_interstim_ins, serial/lot #: unknown; product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Govaert, b., rietveld, m., gemert, w. V., baeten, c. The role of reprogramming in sacral nerve stimulation for fecal incontinence. Diseases of the colon and rectum volume 52: 4. 2009. Summary/reported events: after permanent sacral nerve stimulation (sns) implantation for fecal incontinence (fi), patients are subjected to a rigid follow-up schedule with outpatient clinic visits at 1 month, 3 months, 6 months, 1 year and yearly thereafter. At each follow-up the symptoms and stimulation parameters are assessed and in case of symptom recurrence or stimulation sensation alterations, reprogramming of stimulation parameters may be needed. The purpose of this study was to assess the need for reprogramming in patients with sns after implantation. We analysed all patients with a permanent sns for fi. In our database we collect parameter changes in every follow-up visit. The parameter settings used for this analysis were: stimulation voltage, polarity setting, and stimulation frequency. We looked at the voltage level at each follow-up because this is an important factor in battery life. Furthermore we looked at the number of patients that needed parameter setting reprogramming and determined which setting was changed at each follow-up visit. We analysed 156 patients (11 males). Mean age was 57.7 11.9 years (range 18.2-83.5). Mean follow-up time was 34.1 23.1 months (range 0.5-93.6). In one patient the stimulator had to be replaced due to battery depletion at 7 years follow-up. The mean voltage increased over time from 1.8 v at 1 month to 2.0 v at 3 months and up to 2.2 v at 3 years. 39 patients (25.5%) required no reprogramming in any follow-up visits, 51 patients (32.9%) required reprogramming at 1-25% of their visits, 42 patients (27.1%) at 26-50% of their visits, 14 (9.0%) at 51-75% of their visits, and 9 (5.8%) at 76-100% of their visits. Mean follow-up is not significantly different between these groups. 15 lead revisions were performed in 13 patients. 6 because of technical problems or dislocation and 9 because of symptom recurrence not responding to reprogramming. These 9 occurred after an average period of 20.0 17.7 months. Physicians and patients need to be aware of the fact that reprogramming of the stimulator because of symptom recurrence or stimulation sensation alterations, needs to be done in roughly 75% of all patients. Therefore we use this strict follow-up protocol in our clinic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.